Event description:
Related manufacturer reference number: 2017865-2023-20894. It was report that right arial (ra) and left ventricular (lv) leads dislodgment were noted via x ray. Loss of capture was noted prior to lead revision. The left ventricular lead was explanted and right atrial lead was repositioned. The patient is in stable condition.